Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. After cancelling treatment, moisture was found on the bottom part of the cassette door. The origin of the leak could not be identified. Prophylactic antibiotics were administered as a precaution and the pt had no adverse effects. The sample was discarded by the pt; sample is not available.